Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parent reported via phone call the insulin pump alarmed compromised force sensor system. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer received the alarmed while using it. Customer reported that the drive supported was normal. Customer states force sensor did not detect the reservoir while sitting. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.